Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replace the vio dv 2.0 integrated electrosurgical unit (erbe) due to hard faults. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during power-on test, the (c-33) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the customer experienced an issue with the vio dv 2.0 integrated electrosurgical unit (erbe) generator is giving an c-00 error. Technical support engineer (tse) reviewed the logs and found c-33 pointing to an internal power issue of the erbe generator. Tse requested restart the erbe but that did not clear the error. Tse requested to remove the power from the erbe and restart after that did not clear the error. Tse informed that the erbe is not usable at the moment and needs to be replaced. The customer reported event has no report of patient injury.